Event description:
The customer was hospitalized for high blood glucose levels. Troubleshooting revealed that the customer did not follow the protocol to change the entire infusion set when experiencing high blood glucose levels. The customer was calling from the medical dr's office and was unable to do any testing on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.